Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 1.6 (x2), lab: 3.6. Inratio: 4.x, lab: 3.6.

Manufacturer narrative:
Investigation pending.